Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had static and fuzzy picture during set-up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: a2, a4, a5, a6, b6, b7, d8; g3; h1; h3; h6 and h11. Corrected field: d9. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in plug unit; noise occurred; no image was displayed; coupler rattled. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.